Event description:
Devilbiss healthcare was notified of a complaint involving a stationary oxygen concentrator. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit was initially evaluated by an authorized service provider and determined to have evidence of potential thermal deformation. The unit was returned to devilbiss for evaluation. Testing demonstrated the unit was operating to specification, with oxygen purity >90% at 10 liters/min and no alerts or alarms. There is evidence of mild thermal deformation to the compressor housing, cabinet, and base but no evidence of thermal damage to any other internal components. The alarm log indicates high gas temperature alarms were recorded, as well as low output flow alarms (<1 lpm). The thermal alarm and cutoff were tested and operating to specification. The evidence indicates the cause of the thermal deformation was external to the device.